Manufacturer narrative:
The device was not implanted and it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon was attempting to implant the user above the temporal line. Pre-operative images and measurements indicated there was sufficient bone for the implantation. The resident started the drilling and then the surgeon took over to drill around the dura when a slight tear with csf leakage was noted.

Event description:
The surgeon was attempting to implant the user above the temporal line. The resident started the drilling and then the surgeon took over to drill around the dura when a slight tear with csf leakage was noted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problemthis finding was expected, because according to the recipient report the device was not implanted for medical reasons, namely slight tear of the dura was noted causing a very slight csf leak during implantation. No new device was implanted and implantation on the contralateral side might be considered. This is a final report.